Event description:
It was reported that pump did not detect cartridge during use, and no additional event details were available. There was no reported impact to the customer¿s blood glucose level. Customer chose not to return pump for evaluation, and no further actions or corrective measures were documented.